Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab results as follows: date: (B)(6)2010, inratio: 1.3, lab: 2.2; date: (B)(6)2010, inratio: 1.3, lab: 2.0.